Event description:
A talent stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the right iliac artery was calcified. It was reported that the bifurcated stent graft was successfully implanted through the left iliac that was not calcified. The contralateral limb was inserted through the right iliac and it advanced until it reached a shelf of calcium which made it difficult to advance. The physician pushed the device harder and was able to get the tip of the catheter past the shelf of calcium; however, when the middle of the delivery system reached the shelf of calcium, the device kinked and could not be advanced. The delivery system was removed from the patient. The artery was dilated with a 24 fr dilator and another talent contralateral limb was successfully inserted and deployed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Required secondary intervention). Evaluation results and conclusions: calcified right iliac artery. Evaluation summary: the delivery system was returned and its evaluation was completed. The graft cover was relatively straight. The stent graft was still loaded. There was an indentation at the end of the graft cover most likely caused by the reported vessel calcification. The graft covered was kinked at 8cm and 13cm. The stent graft was successfully deployed in the lab and the balloon was inflated.